Manufacturer narrative:
Eval: this device was turned off by the dr during the event. A safety alert was sent out in 2/07 and our records indicate that this customer was sent one. A quick reference guide for our fast flow fluid warming was created. These instructions were printed on laminated cards in a format designed to be attached directly to the device. The safety alert gives a warning: do not turn off the fluid warmer when the air detector alarm is active. If the fluid warmer is powered off in an active alarm state, the air detector/clamp will open and the air detector will become disabled. This could allow any air within the pt line to be delivered to the pt resulting in serious injury or death. This facility did state that the directions were on the side of their unit. Our proposed design solution is to use the same disposable device, but incorporate an integral modified bubble trap. A float valve is added to the disposable bubble trap which would shut off fluid flow when air is present in the fluid line and prevent any air infusion to the pt. This means that when air is in the administration set an inline float valve will close the flow, preventing any air from reaching the pt. The float valve is independent of main power and therefore immune to any power interruption. Flow is automatically restored once the air is vented through the hydrophobic membrane. This design is being developed to work with various infusion solutions, human blood, crystalloids, ringers lacatate, and saline. The design is to be evaluated for all clinical environments in which the device may be used.